Manufacturer narrative:
The correct statement is "therefore, as a matter of policy asp had decided to report all incidents of chemical indicator discs on cyclesure® 24 biological indicators not changing color correctly."; not "therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.".

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), retains analysis, visual analysis and concomitant product evaluation. The DHR, lot trending, retains testing was not performed as the lot number was not available. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad® 100s was tested by a field service engineer. Corrective maintenance was performed and the unit was brought back to specifications. It is inconclusive whether the maintenance performed was related to the ci issue. There is insufficient information at this time to determine an assignable cause as the product was not returned and the lot number was unavailable. If additional information becomes available, the complaint file will be re-opened and re-evaluated. The issue will continue to be tracked and trended.

Event description:
A customer reported the chemical indicator (ci) on a cyclesure 24 biological indicator (bi) intermittently did not change color correctly after a completed sterrad cycle. It is unknown at this time how many times the customer experienced this issue. The affected loads were reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators. Asp will continue to follow up for additional information.